Event description:
It was reported that the patient was feeling pain with stimulation and the physician feels it is due to the vns. Available diagnostics are all within normal limits. Patient has been referred for surgery, but it has not occurred to date. Attempts for further information have been unsuccessful to date.